Event description:
It has been reported to philips that fluoro images could not be stored preventing further imaging. Device was in clinical use at the time of the event. No harm was reported. A philips remote engineer identified an issue with the ip-pc (image processing pc) and the onsite clinical engineer proceeded to replace the ippc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy storage was not possible and unable to perform exposure. Review of the system log file showed that the malfunctioning frontal image processing (ip) pc. Upon functional testing, fse found that the ippc was faulty. Fse replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.